Event description:
Information was received that a smiths medical cadd cassette reservoir had been leaking. It wa reported the 100 ml device was filled with 92 ml total volume. Cassette had leaked and visible droplets could be seen inside the cassette, outside the bag reservoir. This incident occured during testing.